Manufacturer narrative:
This report is submitted on september 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site in 2015 (specific date not reported). Subsequently, the patient was treated with antibiotics (type and date not reported).